Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was removed due to infection. It was noted that the patient presented with drainage from a small open area along the ipg incision site. The patient underwent 6 weeks of intravenous antibiotics and a new leadless ipg system was implanted at a later date. No further patient complications have been reported as a result of this event.